Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed substantiated the complaint and the reported condition was confirmed. The assignable root cause was determined to be due to mishandling by allowing the cable to come in contact with a sharp object. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was discovered that the cord on a foot control device was ¿cut¿. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.